Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture date is unknown. (B)(4) for the reported event: active cord low energy delivery. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an active cord was used during a procedure. According to the complainant, during the procedure, the active cord was not transmitting as much energy as it should;. However, the procedure was still completed using the same active cord, generator, and accessory device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.